Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during surgical stapling in laparoscopic thoracic surgery, the stapler jammed after the fifth firing and stopped working. The surgeon noted that the green button can be pressed and the handle can be squeezed. Replaced by a new device from the same lot number to complete the case. No patient injury.